Event description:
N/a.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation: device history record: the DHR shows no abnormalities related to the reported failure. Failure analysis - unit received with the teeth worn on the swivel sleeve. The nylon washers and the retaining rings were worn. General maintenance and cleaning required at this time. Root cause - the reported complaint was confirmed via inspection of the unit. Unit received showing signs of wear, requiring replacement of worn components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00328. A facility reported that the locking lever on the mayfield ultra base unit (a2101) was very spongy and springs back when it was locked. It does not "snap" closed when it is engaged. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.